Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted right ventricular (rv) lead was found to be dislodged. This rv lead was implanted the previous day and during the lead check no slack was present. Threshold and impedance measurements increased and r waves decreased. X ray and fluoroscopy were performed and the physician elected to reposition this rv lead. This rv lead was moved with no further issues and remains in service. No additional adverse patient effects were reported.